Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the equipment did not boot up. Rse found there was no power to the system. After hospital mains power were disconnected, one of three circuit barkers at m-cabinet was tripped. To resolve the issue rse suggested customer to raise it to its normal position. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not bootup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.